Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report wil then be issued.

Event description:
Alleges the brakes failed and the scooter flipped.

Manufacturer narrative:
The device was returned for evaluation. The device would not stop immediately during a test ride due to a missing axle keyway in the left wheel. Based on the transaxle serial number recorded on the device history record, the transaxle was not original to the device. With this, it is likely that the wheels were removed during some unknown removal of the transaxle post final release and the keyway was not reinstalled.

Event description:
Alleges the brakes failed and the scooter flipped.